Event description:
Updated: it was reported that while in use on a patient, the 980 ventilator generated a device alert alarm and displayed ¿ventilator inoperative, replace ventilator¿. The patient was placed on an alternate ventilator and there was no harm. Later, the hospital biomedical engineer evaluated the ventilator and found unrelated error codes.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that while in use on a patient, the 980 ventilator generated a device alert alarm and displayed ¿ventilator inoperative, replace ventilator¿. Later, the hospital biomedical engineer evaluated the ventilator and found unrelated error codes. The reported event of device alert alarm was confirmed from the logs and it was found from logs that unit entered backup ventilation mode at the time of the event. Medtronic field service engineer (fse) checked the unit and verified the additional reported issue and found the exhalation valve assembly needed to be replaced. To solve this issue sp replaced the exhalation valve assembly with a new one. Performed all calibration and test. The ventilator passed all required tests and calibrations. The ventilator was in working condition and returned to the customer. The exhalation valve assembly was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. A service engineer inspected the device and replaced exhalation valve assembly. The unit passed testing and operated within the manufacturing specifications. A review of the ventilator logs showed that the ventilator entered backup ventilation at the time of the event. It was reported that while in use on a patient, the 980 ventilator generated a device alert alarm and displayed ¿ventilator inoperative, replace ventilator¿. The reported issue was confirmed. The most likely cause was identified in the field a potentially related to the exhalation valve assembly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator generated a device alert alarm and displayed ¿ventilator inoperative, replace ventilator¿. The patient was placed on an alternate ventilator and there was no harm. Per review of the logs, the ventilator entered backup ventilation at the time of the event.